Event description:
It was reported that the patient went into atrial tachycardia upon fixation during the atrial device implant procedure. As a result, atrial electrical values were unable to be assessed. The device was reprogrammed, and the patient was cardioverted to resolve the event. The patient was in stable condition.